Manufacturer narrative:
The failure investigation has been completed and the alleged speaker issue was verified. The failure investigation has been completed. Based on the analysis, the alleged low blood glucose issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that pump was not vibrating for alerts although all volume settings are set to vibrate. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. Additionally, it was reported that customer experienced a low blood glucose (bg) of 43 mg/dl; bg cause unknown. Customer consumed carbohydrates to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.